Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter for the navigation system was replaced to resolve the reported issue. The system then passed the system checkout and was found to be fully functional. The emitter was returned to the manufacturer for evaluation. Testing found that when connected to a known operational electromagnetic interface box, the system displayed that there was a fault on one coil in the emitter. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while outside of a procedure, the emitter details displayed a red error for communication. It was noted that the electromagnetic interface displayed a fault indicating the emitter was the source of the reported issue. There was no patient present when this issue was identified. No additional information was provided.